Event description:
It was reported an right ventricular (rv) lead integrity warning was triggered due to high rate-nonsustained episodes and an elevated sensing integrity counter (sic). It was further reported there was an rv lead noise warning. The patient presented with the device beeping. Oversensing was observed in stored episodes however was unable to be reproduced with manipulation. Additional information obtained reported when the pocket was reopened it was noted there was a loose set screw. The lead was disconnected from the header,reinserted and the issue resolved. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.